Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) contacted fresenius technical services and reported that the aqua c uno h reverse osmosis (ro) system powered down during treatment. There were no diagnostic messages or audible alarms. The biomed stated upon evaluation that blown fuses were discovered. Upon replacing the blown fuses a burning smell was observed. The indicator board was isolated and one cable was reconnected at a time. Upon plugging in the mode indicator led board the burning smell returned. The biomed also observed that one of the board hold downs was also broken. The part numbers for the operating mode indicator board and board hold down were requested by the biomed and provided. Upon follow-up the biomed confirmed no adverse effects were experienced and all patients were able to complete treatment. The biomed stated that the indicator board and the fuses on the motherboard were replaced to resolve the initial reported issue. The machine has been returned to service. During follow-up the biomed reported that the seal of the mainboard appeared melted once everything was reconnected. The biomed stated the board itself was operational but there is slight thermal damage. The biomed did not report replacing any parts to resolve the thermal damage. The biomed confirmed that the thermal overload switch was not tripping and there were no blown fuses in the local power supply. Additionally there were no local power grid issues that occurred around the date of the event. The biomed confirmed the ro system is plugged into a hospital-grade ground fault circuit interrupter gfci) outlet. No samples are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: a sample was not returned to the manufacturer for physical evaluation. However a photograph of the reported issue was provided. The photograph depicted a resistor on the motherboard that was burned. This is a known design flaw. A CAPA project has been opened to address this issue and can be applied to this complaint file. Corrective actions within a design change of the motherboard are planned, but not released. The affected device was built before the implementation of the CAPA project. A review of the device history record was not required. The onsite technician replaced the indicator board and the blown fuses of the motherboard to resolve the reported issue. The manufacturer was able to confirm the reported issue through its investigation.

Event description:
A user facility biomedical technician (biomed) contacted fresenius technical services and reported that the aqua c uno h reverse osmosis (ro) system powered down during treatment. There were no diagnostic messages or audible alarms. The biomed stated upon evaluation that blown fuses were discovered. Upon replacing the blown fuses a burning smell was observed. The indicator board was isolated and one cable was reconnected at a time. Upon plugging in the mode indicator led board the burning smell returned. The biomed also observed that one of the board hold downs was also broken. The part numbers for the operating mode indicator board and board hold down were requested by the biomed and provided. Upon follow-up the biomed confirmed no adverse effects were experienced and all patients were able to complete treatment. The biomed stated that the indicator board and the fuses on the motherboard were replaced to resolve the initial reported issue. The machine has been returned to service. During follow-up the biomed reported that the seal of the mainboard appeared melted once everything was reconnected. The biomed stated the board itself was operational but there is slight thermal damage. The biomed did not report replacing any parts to resolve the thermal damage. The biomed confirmed that the thermal overload switch was not tripping and there were no blown fuses in the local power supply. Additionally there were no local power grid issues that occurred around the date of the event. The biomed confirmed the ro system is plugged into a hospital-grade ground fault circuit interrupter gfci) outlet. No samples are available to be returned to the manufacturer for physical evaluation.